Event description:
It was reported by service report that the scale was not weighing correctly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell and scale control board.